Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 330 mg/dl. The customer did not want to troubleshoot over the phone, and stated she would call the diabetes educator. Nothing further was reported.